Event description:
It was reported that during a tfn (trochanteric fixation nail) the surgeon was unable to insert helical blade if using aiming arm and insertion handle. The surgeon attempted it twice but the blade hit the nail both times. The surgeon did remove the nail to ensure it was assembled correctly, but the blade hit the nail again after the nail was reimplanted. The surgeon was able to insert the blade with no problem without using the aiming arm and insertion handle. It is suspected that the cause is overtightening of the insertion handle connection screw. Consultant reports that the more the connection screw is tightened, the blade would bind up in the nail. Event #1 of 2 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional device code: hwc. Manufacturing site address is unknown. (B)(4).